Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient complained of increased recharge interval. It was reported that the healthcare professional (hcp) agreed to replace the implantable pulse generator (ipg). It was stated that the device was explanted on (B)(6) 2014 and replaced on (B)(6) 2014. It was noted that a manufacturer¿s representative first became aware of the issue on (B)(6) 2014. It was stated that the patient was not participating in a clinical study. It was reported that the explanted device was returned to the manufacturer for analysis. It was stated that it was not normal battery depletion. It was noted that the device was used in a patient for pain treatment. It was stated that there was no patient death or injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was receiving effective therapy with the new implantable neurostimulator (ins). It was noted the patient had recovered from surgery. It was further noted that no diagnostics were performed other than an impedance check at the time of the replacement. The reporter stated that all impedances were within normal limits.